Event description:
It was reported that during an angioplasty procedure, the catheter shaft allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. First photo shows that the break clearly occurs at the glue bullet joint and the guide wire lumen were pulled out from the catheter and noted to be bent. The balloon appears to be bloody and deflated in position. Second photo shows that the guidewire lumen were pulled out from the catheter and the break is also noted at the glue bullet joint and no other anomalies were noted on the device. Therefore, based on the photo review, the reported catheter break can be confirmed. A definitive root cause for catheter broke could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), h11: h6(result and conclusion) , h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during an angioplasty procedure, the catheter shaft allegedly broke. There was no reported patient injury.